Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor failed to pair with the ilet, resulting in interrupted automated dosing and elevated blood glucose, with a reported peak of 318 mg/dl lasting approximately 2¿3 hours; troubleshooting included app restarts, toggling cgm settings between g6 and g7, and reentering the four-digit pairing code. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute clinical sequelae. Outcomes included temporary loss of automatic dosing and no need for medical intervention, assisted care, or use of backup therapy. Investigation included user-guided troubleshooting and education. Investigation of this case revealed that the pairing issue persisted after multiple attempts and the device did not generate prolonged high glucose alerts. It was concluded that the event involved a sensor¿app communication failure with consequent hyperglycemia, and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.